Event description:
It was reported that an intravascular ultrasound catheter (ivus) distal tip detached in the pt during a percutaneous coronary intervention (pci) procedure. The lesion being treated was located in the left anterior descending (lad) artery mid, 90% stenosed, moderate tortuous with no calcification. The ivus was used to eval the lesion at pre-ballooning. Good image was obtained, device was removed without issue. The physician did not observe any abnormalities with the ivus catheter and no resistance was encountered during use. When the physician attempted to inflate a balloon catheter, he noticed an add'l radiopaque marker under fluoroscopy. He determined the distal tip of the catheter had detached and remained inside the pt's body. The physician attempted to use a snare to retrieve the distal section of the device from the vasculature, but was not successful. A guidewire was inserted and a balloon catheter was inserted and advanced distal to the location of the detached tip. The balloon catheter was inflated and withdrawn proximally, allowing the detached tip to move proximal. The physician continued this technique with several sizes of balloon catheters until he successfully moved the detached tip to the lad proximal, where a snare was used to successfully retrieve the tip from the pt's body. The pt sustained no injury and is reported to be in good condition.